Event description:
Bad reaction nos [adverse drug reaction], blood pressure gone up [blood pressure increased], sodium level extremely low [blood sodium decreased], almost in a coma [depressed level of consciousness], seizures [convulsion]; other problems (unspecified) [unevaluable event]. Case description: spontaneous report was received on (B)(4) 2012 from a female pt, age not provided, initials unknown. The pt's medical history was significant for previous treatment with synvisc (hylan g-f 20) and she experienced severe pain, swelling, decreased joint range of motion (unable to stretch her legs out all of the way), walking difficulty (walk by pushing wheel chair). She also had fibromyalgia and severe osteoarthritis. On an unspecified date in 2012, the pt initiated treatment with synvisc one injection, dose regimen not provided. The lot number for synvisc one was not provided. On an unspecified date in (B)(6) 2012, the pt experienced a bad reaction to synvisc one. She reported that her whole balance of system changed. Her blood pressure had gone up (200/100), sodium gone down (nacl levels reported to be extremely low), which almost put her in a coma and she was hospitalized. She also experienced seizures and other problems. The action taken with synvisc one treatment was not provided. The pt's outcome for the events was not provided. Concomitant medications were not provided. The intensity for the events was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. This is one of the (B)(4) cases for the same pt. The total list of cases created for this pt is (B)(4). Manufacturer's comment: as only limited information has been obtained so far, it is difficult to assess a cause and effect relationship.